Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The device was previously programmed rv coil to can. Boston scientific technical services (ts) discussed lead testing. The system remains in service. No adverse patient effects were reported.